Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned treatment was performed by the customer and the procedure was completed by using another system. The philips fse inspected the system on site and found that system was not starting up. Upon troubleshooting, fse found that fan tray power supply was defective which prevent the system from initializing. To resolve this issue, fse replaced fan tray module. The defective fan tray was returned to philips for analysis and found that psu02 was not working. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system did not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.